Event description:
It was reported that during surgery of a trial, there was an issue with the anchor advancing over the lead. It was stated that the doctor was unable to get the twist lock anchor to slide over the proximal contacts on the lead. It was further reported there were no obvious problems seen with the twist lock. It was stated that the doctor just anchored with suture only. It was stated that the patient was doing fine. Additional information received stated that the anchor wouldn¿t slide over the lead during the trial.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: neu_tlock_anchor, product type: accessory. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_tlock_anchor, product type: accessory. (B)(4).